Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that there was something sticky on the cable assembly, which prevented the cable from being inserted. (B)(4).

Event description:
It was reported that the pacing lead could not connect to the external pulse generator (epg). The epg was returned to the manufacturer for servicing. There was no patient involvement.